Manufacturer narrative:
Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. There is no evidence that supports the patient¿s peritonitis event was caused by a liberty select cycler/ liberty cycler set malfunction or product deficiency. It cannot be concluded what exactly caused the patient¿s (B)(6) peritonitis. (B)(6) is known to colonize on skin and nares of humans. Therefore, the patient¿s (B)(6) peritonitis may have been related to a breach in sterile technique or touch contamination during pd therapy. Additionally, (B)(6) peritonitis is known to have a high rate of relapse and need for pd catheter removal. Therefore, the patient¿s previous (B)(6) peritonitis events are most likely associated with the relapsing nature of infection which could be related to colonization within the pd catheter (not a fresenius product). Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient on peritoneal dialysis (pd) was diagnosed with peritonitis. The peritoneal dialysis registered nurse (pdrn) stated that the patient¿s pd effluent culture grew the organism (B)(6). It was reported the patient had 2 previous episodes of (B)(6) peritonitis in march and may. The patient was treated with vancomycin on an outpatient basis. The cause of the patient¿s (B)(6) peritonitis was not reported. The patient continued pd therapy.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.